Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Calcific degeneration is contributed to many factors which include patient factors (age, disease state, pharmacological intervention, etc.) Mechanical stress related to the valve's hemodynamics performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edward's tissue valves due to anti-calcification treatments during manufacturing. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Through further investigation, it was learned that the 23mm edwards valve was treated via valve-in-valve due to stenosis and regurgitation. Echo demonstrated a valve area of approximately 1 cm2 and moderate aortic insufficiency. The patient also has a 28mm edwards mitral ring implanted. Patient was transported to the ICU in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without additional information the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve implanted 13 years, six (6) months was treated via valve-in-valve procedure due to unknown reasons. A 23mm transcatheter valve was implanted in the aortic position. The patient was reported to be stable.